Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was previously implanted with a bifurcated stent grafts and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). At time of implant an 1b endoleak was observed. Ballooning was performed and the endoleak decreased in size. The physician decided to monitor the patient. Ten (10) days later, a computerized tomography (CT) scan was preformed and the 1b endoleak was still present. An intervention was performed the following day. The physician decided to implant a limb stent extension and coil embolization with ballooning was performed. An intraoperative 3a endoleak was slightly observed but the leak did not flow into the aneurysm so the physician decided to finish the procedure and continue to monitor the patient.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. An attempt was made to obtain medical records and/or images but it was indicated that no medical records or images were available as such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.